Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted.\ complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) the guide wire would not advance into the catheter during iab insertion into a patient. An attempt was made to replace the guidewire with competitor¿s guidewire, but the iab did not advance. The iab was replaced to continue therapy. There was no patient injury reported.